Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/05/2016 with the following findings: the display lens and the display screen were cracked. The pump powered on to a blank display limiting further testing. Unrelated to the original complaint, the bolus button cover was missing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.